Event description:
The patient stated that after he received the technical inspection alert on his infusion device, it began to deliver insulin inaccurately. He stated that his blood glucose elevated to 300 mg/dl. His normal blood glucose range is 80-130 mg/dl. He stated that he experienced an abnormal feeling in his legs while his blood glucose was high. He stated he bolused 11 units of insulin and his blood glucose only decrease to 200 mg/dl. He stated, he then switched to his backup infusion device and used a new cartridge and infusion set. He stated, he bolused 5-10 units and his blood glucose decreased. At the time of the report, his blood glucose was 100 mg/dl. The patient was not willing to troubleshoot his infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.